Event description:
It was reported that for the past few days, the patient¿s bladder had started getting ¿really sore¿.therefore, the patient tried to turn stimulation up or check if it was off and was unable to make a connection using the patient programmer. The reporter indicated that the patient had it set really low so she didn¿t always feel stimulation. It was noted that the patient ¿had a lead that wasn¿t registering¿. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3093-28, lot# v573632, implanted: (B)(6) 2010, product type: lead. Product ID: 3093-28, lot# v573632, implanted: (B)(6) 2010, product type: lead. (B)(4).